Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a drg implant procedure on (B)(6) 2022, the sheath broke off while attempting to place a lead at s1. The physician was unable to recover the end of the sheath. As a result, the sheath was left implanted. The procedure was completed, and the patient was reportedly asymptomatic.